Event description:
The customer reported a positive direct antiglobulin test (dat) of cell #5 of biotestcell-I 11 plus in the ortho gel method. According to the customer, this incident has been occurring sporadically but he was not able to provide the days of the event. The customer has returned none of the supposedly defective product. Therefore, our quality control lab tested the retained sample of biotestcell-I 11 plus in the direct antiglobulin test. All eleven cells reacted unambiguously negatively. We did not observe any false positive reaction in dat. Testing by our quality control lab confirmed the allegedly defective lot of biotestcell-I 11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.